Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the site confirmed that the event of unstable angina was for another patient in another study and research coordinator had reported erroneously for the protocol pe plus. Hence the event and the associated complaint has been withdrawn.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr), angina and stent fracture occurred. In (B)(6) 2013, the patient was presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was an in-stent restenosis of unknown bare-metal stent (bms) located in the mid left anterior descending (lad) artery with 90% stenosis and was 6mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3mmx16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2016, the patient presented due to chest pain and was further referred for cardiac catheterization. Coronary angiography was performed and revealed a 70% stenosis proximal to the study stent, severe disease from proximal into mid portion. It was noted that the study stent deployed in mid lad had multiple bends with a possible stent fracture. Orbital atherectomy of complete lad vessel (proximal, mid and distal) was performed and then proximal lad was stented with deployment of 3.0x20mm promus element¿ plus drug-eluting stent excellent results. After the procedure, diagonal appear to be slightly worse with 70% stenosis, which was treated with kissing balloon angioplasty of lad and diagonal. On the same day, the event was considered as resolved.